Event description:
It was reported that the gamma3 long nail broke. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be supplied on a supplemental report.